Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a routine maintenance, it was observed that the motor device emitted smoke. The event was not related to surgery. There were no delays to a planned surgical procedure. A spare device was not available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the driveshaft was broken, which was indicative of excessive force being used while in use. Therefore, the reported condition duplicated was confirmed. The assignable root cause was determined to be due to misuse, abuse and /or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.